Event description:
The patient received her scs system, including an ipg, on (B)(6) 2006. It was reported the ipg was explanted and replaced due to battery depletion. The explanted ipg was returned to the manufacturer for analysis; however, analysis is currently in process. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.